Event description:
Reporter indicated that the dr's wand was no longer working properly. The wand was able to interrogate successfully half the time that it was used. No problems were found with alternative wands. The product was returned to cyberonics and is pending analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.